Event description:
It was reported that the coronary sinus lead dislodged, had high/unmeasureable thresholds, did not capture and there was an apparent conductor fracture. The lead was explanted and replaced. During a test prior to implant of a new lead, the guidewire could not be inserted into the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalieswere found, however blood was noted on all conductors (not obstructed); the full lead was returned and analyzed. (B)(4) no anomalies were found, however blood was noted on distal conductors (not obstructed); the full lead was returned and analyzed.